Manufacturer narrative:
The investigation of high purge pressure and product damage (catheter kink) has been completed. The impella device was not returned for evaluation. Product damage (catheter kink): clinical stated brief high purge pressure (hpp) alarm due to a kink, resolved quickly. Unknown location and how the kink occurred. The cause of the catheter kink was not determined due to insufficient clinical details. High purge pressure: complaint device not returned for analyzing. Data log reviewed, several brief hpp events suddenly occur and suddenly resolve which are indicative of a purge line kink corresponding with the clinical details that the cause of the hpp was a kink in the pump. Two motor current spike events were observed but did not correlate with any trend in pp or hpp event. The cause of the hpp was a kinked purge tubing as reported in the clinical and evidenced in data log review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted in a patient an impella cp generated suction and high purge pressure alarms that were resolved infusing fluids and lasix. The position of the impella was confirmed to be correct. No patient harm was reported.